Manufacturer narrative:
During a conversation with the surgeon, it was communicated that the surgeon attempted to redirect his trajectory during the drilling of the accuport into the patient. The tip of the cannula broke off and remained in the patient; the surgeon did not attempt to retrieve the broken fragment. A new accuport was utilized and the procedure progressed without incident. Per the accuport IFU, ¿do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula. Do not attempt to redirect cannula while in bone. Remove the cannula from the bone and redirect to the desired trajectory through the same opening."

Event description:
Cannula breakage; tip of cannula retained in patient.

Manufacturer narrative:
After confirmation with the complainant, it was determined that the lot number 38805 was the correct lot number, which was not initially identified. This is an entry error correction to report number 3008812173-2018-00030-1.

Event description:
Cannula breakage.

Event description:
Cannula breakage.

Manufacturer narrative:
After receiving additional information, the lot number for the device has been found to be 33805.